Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for peritonitis. On the same day as the event onset, the patient started treatment with intraperitoneal ceftazidime (1g daily; duration not reported) and intraperitoneal vancomycin (1g stat dose, then every fifth day; duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient continues to receive ceftazidime and vancomycin. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.